Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 188 mg/dl and 79 mg/dl. A 165 mg/dl, 174 mg/dl, and 72 mg/dl. A 72 mg/dl and 157 mg/dl sets of readings were taken at different times. Reading of 72 mg/dl was taken only once - no duplication of reading. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, strips are no longer available for return. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.